Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown surgery, before using it on the patient, it was found that the product lacked label about the product. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. Please see h11. Upon review of the information provided, it was concluded that this event does not meet the criteria for a reportable evet. Additional information received: the product reported is not a jnj product.